Manufacturer narrative:
(B)(4).

Event description:
It was reported that after pre-dilation, during a heavily tortuous, concentric, mid-distal right coronary artery stenting procedure, a xience v (2.75 x 18 mm) was deployed covering the distal part of the lesion. A xience v (3.0 x 28 mm) was advanced to cover the proximal part of the lesion, but with the first inflation the balloon ruptured at 8 atmospheres. The xience v (3.0 x 28 mm) stent was successfully deployed and after post-dilatation was successfully implanted in the lesion. The procedure was successfully completed. There was no adverse patient effect and no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion. Guide cath: mach1 jr4.0 6f. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.